Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir compartment of the insulin pump had damage. The customer¿s blood glucose level was 340 mg/dl. It was also stated that the reservoir compartment was locking into its place but it was not looking right. The customer was assisted with the troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. Device received with scratched case, pillowing keypad overlay, cracked battery tube threads, broken reservoir tube lip, and minor scratched lcd window.